Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge change error occurred. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use an alternative form of insulin therapy. Customer¿s blood glucose level was not adversely impacted.

Manufacturer narrative:
The failure investigation has been completed for the cartridge change error and the alleged issue was verified in the pump logs; however, no failure was identified. There was no investigation preformed for the cart: damaged due to no device being returned for evaluation.